Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor. They sought medical attention for redness and swelling at the piercing site 12 days later. At that time an incision and drainage was performed and oral antibiotics were prescribed. They returned for treatment the next day and was admitted to the hosptial. During their stay i.v. Antibiotics were administered and an incision and drainage was performed. They were released from the hospital 4 days later and were continued on oral antibiotics and i.v. Home therapy for two weeks.